Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old african american female patient who underwent a primary breast augmentation procedure with a mentor memorygel breast implant 425cc gel breast prosthesis (left device) and a mentor memorygel breast implant 450cc gel breast prosthesis (right device) developed baker grade IV capsular contracture in her left breast post implantation. The capsular contracture was diagnosed by a healthcare professional. Additionally, it was reported that her right breast is very low. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
On 22-aug-2022, mentor received additional information about the event: the patient underwent unilateral explantation of the left breast prosthesis on (B)(6) 2022. It was replaced with a mentor memorygel breast implant 450cc gel breast prosthesis. Lateral drift of the patient¿s right breast prosthesis was reported. The patient underwent right breast capsulorrhaphy on (B)(6) 2022. This report is for the patient¿s right breast prosthesis. Reason for device explant and/or reoperation: left breast capsular contracture, right breast prosthesis lateral drift. Manufacturer¿s reference number: (B)(4).